Event description:
It was reported that during an infusion of vasopressors in the ICU, the pump module stopped working and displayed "channel error". The patient's blood pressure was affected by the brief stop in medication, however; improved once the infusion was switched to a new device.

Manufacturer narrative:
Supplemental created to add new information received from customer.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that during an infusion of vasopressors, the pump module stopped working and displayed "channel error". The patient's blood was affected by the brief stop in medication, however; improved once the infusion was switched to a new device.